Event description:
This lead was implanted on (B)(6) 2008 and was already explanted. It was noted on (B)(6) 2016 that the lead had infection. The physician was (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).